Event description:
Received a report from an ophthamologist of an unexpected postoperative refraction. The surgeon suspects that it might be his calculation error. However, the lens has not been returned for lens power verification, the lens was exchanged without incident.